Event description:
One patient sample with discrepant calcium results. Initial result was 17.8 mg/dl. Same sample repeated 5 times gave results of 8.5, 8.7, 8.6, 8.6 and 8.6 mg/dl. The initial result was not reported. The field service representative determined there was a problem with the sample probes and replaced them. Performance check tests were performed and within specification.